Manufacturer narrative:
Batch review performed on 09-june-2021 lot 189037: (B)(4) items manufactured and released on 05-feb-2019. Expiration date: 2024-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: delayed infection in cemented tka, 20 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed due to infection 1 year and 8 months after the primary surgery.